Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2015. Uneventful device explant due to pain and burning tongue on (B)(6) 2016. Device found in correct position/geometry. A fundoplication was performed immediately after explant.